Event description:
The physician attempted to implant 2 resolute integrity drug eluting stents to the distal left main / circumflex artery. The lesion was reported to be calcified and tortuous. No abnormalities during preparation of the device. It was reported that the lesion was p re-dilated. Minimal force was used to advance the stent, however, the struts became damaged due to the lesion morphology. The resolute was removed and an integrity stent was used. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed- device or procedural images not provided for review. Patient's condition affected effectiveness of device-highly calcified and tortuous. Inherent risk of procedure - failure to deliver the stent and stent deformation. Evaluation conclusion: unable to confirm complaint - device or procedural images not provided for review. Inherent risk of procedure - failure to deliver the stent and stent deformation. Device failure/lack of effectiveness related to patient condition- highly calcified and tortuous.